Event description:
It was reported that a malfunction occurred on the customer's pump, displaying a malfunction code 16. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support with resetting the pump; however, the malfunction recurred. As a corrective action, the customer was informed that a replacement pump with updated software would be sent, and training would be available in their tandem source account. The customer was instructed on how to put the pump into storage mode and was requested to return the problematic pump using a pre-paid label within 10 days. The customer agreed to use multiple daily injections as backup therapy in the interim.